Manufacturer narrative:
The device was received with the cannula deployed. No issues were found that would result in the needle deploying early. Although no issues were noted with the needle mechanism, it could not be determined when the needle deployed. A root cause for the reported needle deploying early could not be determined. Investigation found no defects or deficiencies that would contribute to a communication error, and no hazard alarm was generated by the pod during its operation. The pod communicated with the master pdm during the investigation. The pod successfully performed the double beep during the beep test. The pod was able to pair with a pdm though attempts to rerun the pod for a 5u bolus were unsuccessful as each time the pod would encounter a failure to detent situation. The sma wire would actuate though the ratchet gear would not rotate. An 0x5c alarm would be generated at the end of first prime during each attempted rerun. Inspection of the drive mechanism components found no damages or manufacturing deficiencies that would result in a failure to detent. No communication errors occurred during these rerun attempts.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had filled a pod with insulin the pod did not double beep. In addition while the patient was activating the pod, upon removal of the needle guard the cannula had deployed early.